Event description:
It was reported that the stapler was not firing during use. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 38 staples remaining in the cover block. The sample appeared used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to fire properly. This was repeated two more times with the same result. To simulate insertion into the skin, a simulated skin pad was used. The next 20 staples were successfully fired into the simulated skin pad. However, the next 2 staples did not form properly when fired. The following 2 staples were misaligned in the cover block. The stapler was disassembled, and it was confirmed to have been assembled correctly. Per DHR the product visistat 35r 6/box lot # 73b2200012 was manufactured on (B)(6) 2022 a total of (B)(4) pieces. Lot was released on 02/14/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the first 23 staples successfully fired. However, the next 2 staples failed to form properly, and the next 2 staples became misaligned in the cover block. The misalignment of the staples prevented the device from functioning properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the stapler was not firing during use. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200012 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.